Event description:
The customer complained that they did not detect an antibody on the tango optimo when they performed the cap survey, jat-c 2011. The sample was jat-17 in which the cap said they should have detected an antibody. The missed antibody was an anti-jkb. The customer was neither able to send us the sample nor the allegedly defective product. At the time the complaint was reported, the allegedly defective lot of biotestcell-pool was already expired. Therefore a testing was not possible. But our quality control laboratory had also participated in the cap survey testing. We had tested the cap survey sample jat-17 and yielded a positive result with biotestcell pool lot 8139011. The supposedly defective lot 8135011 was also tested with jat-17 and yielded in a positive result. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell pool functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A CAPA has been initiated to intensify the efforts for a possible improvement of antibody screening and identification testing on tango.

Manufacturer narrative:
This is our initial report for this incident.

Event description:
The customer complained that they did not detect an antibody on the tango optimo when they performed the cap survey, jat-c 2011. The sample was jat-17 in which the cap said they should have detected an antibody. The missed antibody was an anti-jkb. The customer was neither able to send us the sample nor the allegedly defective product. Therefore our quality control laboratory is testing its cap survey sample jat c jat17 with the retained sample of biotestcell pool. This testing is still ongoing. We will send our final report on this incident as soon as we receive the test results from our quality control laboratory. No indication for any instrument malfunction was observed. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.